Event description:
Report received from the USA stating that the device was "running hot". The reported issue was discovered during sterilization and testing after the case. There were no issues with the product noted during the surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.